Event description:
A pt was scanned with the quad head coil and the neuro vascular coil on an intera 1.5t mr system. After the examination a second degree burn with a blister of 2cm was observed on the shoulder of the pt.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.